Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2018-04772, related manufacturer number: 2017865-2018-04773. During follow-up, the patient exhibited signs and symptoms of an infection. The entire system was explanted. The patient was in stable condition.